Event description:
The customer was hospitalized for high blood glucose levels. The programming was checked and troubleshooting was performed. The pump passed per specifications. The customer reported having 3 motor error alarms while rewinding her pump on previous occasions.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.